Manufacturer narrative:
H10: the actual device was not available; however eight (8) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed that one of the eight photographs had damage/ cut to the set inside a damage overpouch. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue caused by the flow wrap pouching equipment attempting to seal. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd set with cassettes were damaged; further described as ¿some hoses had been cut.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.